Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence of the problem in the event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the most probable cause is due to a faulty syringe sensor causing the drive rod not to move. The syringe sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(4).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump cartridge sensor is not working, which is causing the plunger to not retract. The pump senses there is a cartridge in at all times. No adverse patient effects were reported by the customer.